Event description:
Customer requesting upgrade to detachable probe found during evaluation: the rear enclosure has a hole in the probe holder exposing the motherboard, the front enclosure has a broken standoff on the top right corner, and the gt probe cord is separating from the strain relief exposing wires.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility with no alleged deficiency reported. During evaluation, it was found the rear enclosure has a hole in the probe holder exposing the motherboard, the front enclosure has a broken standoff on the top right corner, and the gt probe cord is separating from the strain relief exposing wires, all are due to use-related damage. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.